Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of loss of bluetooth (ble) was confirmed. Based on the information provided, it was determined that the device entered ble lockout due to several pairing failures. This behavior is per design specification¿as a part of a cybersecurity feature. No anomalies were found.